Event description:
A surgeon reports that one month following intraocular lens (iol) implant surgery, two patients developed pain and decreased visual acuity. Mild anterior chamber cells and flare were noted. The patients were treated with medications, the symptoms resolved after several months. Additional information has been requested. The two medical device reports associated with these events are: MDR #1119421-2007-00451, MDR #1119421-2007-00452.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.